Manufacturer narrative:
Additional manufacturer narrative - (B)(4).

Event description:
On an unknown date, this patient underwent a surgery whereby an aortic arch replacement was performed, and a self-made stent graft was implanted at the descending thoracic aorta. On (B)(6) 2011, the patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses ((B)(6)) to repair a descending thoracic aortic aneurysm with the diameter of 66.3 mm. The devices were implanted in the previously implanted self-made stent graft and extended its proximal and distal neck. It was reported that after the implant of the tag® devices a gore® excluder® aaa endoprosthesis contralateral leg component ((B)(4)) and aortic extender component ((B)(6)) were implanted to repair a right internal iliac artery aneurysm. The patient tolerated the procedure with no reported issues. On (B)(6) 2011, follow-up examination revealed a type ii endoleak originating from intercostal artery. The thoracic aortic aneurysm measured 66.3 mm. The physician elected to monitor the patient. On (B)(6) 2011, the patient was discharged. Subsequent follow-up examinations showed that the endoleak persisted with the diameter of the thoracic aortic aneurysm enlarging to 68.7 mm. On (B)(6) 2014, an additional endovascular procedure was performed to repair the endoleak whereas the origin artery was embolized. It was unknown if the endoleak was resolved. On (B)(6) 2014, non-contrast CT images showed the thoracic aortic aneurysm measuring 65 mm. No further information is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.